Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 75 year old male patient presenting for acute myocardial infarction and cardiogenic shock. Upon explant of the pump, an angiogram was performed, and it was noted that there was a clot in the right femoral artery. A thrombectomy was subsequently performed to treat the observed clot.